Manufacturer narrative:
This complaint includes a known side effect for tremor dominant parkinson's disease treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.

Event description:
Right sided hemiparesis following tremor dominant parkinson's disease treatment.